Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. There were no patient consequences.